Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck.

Manufacturer narrative:
Additional information received on 04/09/2019: updated lot numbers, implant and explant dates. The investigation was updated to include the new information obtained.